Event description:
As reported, the patient with comorbidity underwent tumor resection surgery. As reported, excess blood was removed from the site, arista ah was used, direct pressure was applied and excess arista ah was removed from the surgical site. As reported, the patient showed sign and symptoms of sepsis 24 hours after the procedure, medical intervention was provided and the patient was discharged.

Manufacturer narrative:
Based on the information provided, no conclusion can be made to what if any extent the arista product used caused or contributed to the patient's postoperative course. It was reported that 24 hours post use of the bard/davol arista ah hemostatic powder, patient underwent medical intervention for signs of sepsis. Information provided remains limited to the reported event. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is provided ((B)(6) 2022) as an estimate based on the information provided. Device not returned.

Manufacturer narrative:
Based on the information provided, no conclusion can be made to what if any extent the arista product used caused or contributed to the patient's postoperative course. It was reported that 24 hours post use of the bard/davol arista ah hemostatic powder, patient underwent medical intervention for signs of sepsis. Information provided remains limited to the reported event. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is provided (15-nov-2022) as an estimate based on the information provided. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the additional information provided (lot #), correct annex e code and event description. As reported, patient had signs of fever and sepsis post use of bard/davol arista ah. Review of manufacturing records confirms product was manufactured to specification. Updated fields: corrected fields: b5 (describe event or problem), h6. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient with comorbidity underwent tumor resection surgery. As reported, excess blood was removed from the site, arista ah was used, direct pressure was applied and excess arista ah was removed from the surgical site. As reported, the patient showed sign and symptoms of fever and sepsis 24 hours after the procedure, medical intervention was provided and the patient was discharged.